Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 2 was cracked. A field service engineer (fse) identified that the plexiglass panel was broken. Fse replaced the panel to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 2 was cracked in right upper corner. The hinges on this door were on the right side. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.